Manufacturer narrative:
The pump was received with broken reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, cracked end cap, cracked belt clip slot and cracked battery tube threads. The test infusion set and reservoir does not lock into place due to reservoir tube damage.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir compartment is damaged and will not hold the reservoir in place. The customer states there is a chip on two different placed on the reservoir compartment. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.